Event description:
Atrial undersensing, far field r-wave (ffrw) oversensing, high atrial thresholds. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).